Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette was leaking. This event occurred during use and the home patient was not connected. The home patient had done therapy and when he removed the supplies, he noticed a puddle of solution under the homechoice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.